Event description:
A tandem mobi cartridge alarm was reported during the load process, and the customer had previously encountered similar alarms with the pump. There was no adverse impact on the customer's blood glucose level. As a resolution, tandem technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery and was guided on how to handle the pump return process. A replacement pump was sent to the customer.